Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the impedance was high at contact 8, 9, and 10, not low, with impedances being normal on contact 11 (the only one needed). The device was working well with no actions needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was informed by their healthcare provider that they did not know if the deep brain stimulation (dbs) implant was working properly as the impedance was "way lower than it was supposed to be." The healthcare provider suspected that one of the leads might have come off, potentially necessitating surgery to reconnect the lead. The patient believed the device was functioning properly but was advised to consult with a representative to verify the device's status. The patient was redirected to their healthcare provider for further evaluation. No patient complications have been reported as a result of this event.